Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with cracked select button keypad overlay, cracked battery tube threads and faded serial number label. The p-cap locks properly into place. No chip on lcd display window noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.